Manufacturer narrative:
Manufacturer¿s ref#: (B)(4). Summary of investigational findings: a patient underwent an unspecified procedure in which a gunther tulip jugular vena cava filter set was used; however, it was not possible to release the filter. It is stated that the ivc filter did not release due to mechanical function as the button did not release the filter after multiple attempts. The filter was re-sheathed and removed from the patient. Another cook filter was placed successfully and no adverse event to the patient was reported. The complaint reported by the user was confirmed. Complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformance's that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use or label. This is a known potential adverse event as described in the instruction for use. It is here stated that excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. Furthermore, it is stated that if deployment of the filter is not possible, it may require a replacement of the device. A definitive cause could not be determined from the investigation. Possible cause(s) are excessive tension during deployment preventing the filter from being released. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref # (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a female patient of undisclosed age underwent an unspecified procedure in which the gunther tuplip navalign jugular vena cava filter set, g52916, was used. Ivc filter did not release due to mechanical malfunction. Button did not release the filter after multiple attempts. Another cook filter was placed. Patient outcome: no issues with patient outcome, we were able to re-sheath and remove the defective filter.